Event description:
It was reported a (B)(6) man was with chronic lymphatic leukemia was treated for parkinson's disease with deep brain stimulation (dbs). It was also stated, the pt had undergone a pallidotomy in 1996. On (B)(6) 2004, the pt had dbs electrodes placed. It was stated, the pt became drowsy and uncooperative during surgery, and showed evidence of hemiparesis. This was followed by a decreased level of consciousness. A CT scan showed evidence of intraventricular bleeding. It was stated the pt's post-operative course was complicated by aspiration pneumonia, atrial fibrillation, and tension pneumothorax. The pt subsequently developed sepsis, which was treated with antibiotics. There was worsening of pulmonary function requiring mechanical ventilation. The pt expired. It was not clear from the info provided how long after the attempted implant procedure the pt expired. No further follow up will be attempted.

Manufacturer narrative:
(B)(4).